Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis was completely down. A field service engineer (fse) removed the power source, allowed the unit to power down and reboot, and upon applying the firmware update, verified that the system booted up properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower pyxis machine was completely down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.